Event description:
Additional information was received from the physician's office and reported the cause of death as: respiratory failure and unrelated to the device system.

Event description:
It was reported the patient is deceased and died the day of upgrade to an implantable cardioverter defibrillator (ICD) system. The cause and circumstances of the patient death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).